Manufacturer narrative:
Two lot numbers 04002k or 05001c were described by the reporting facility for a single leaking filter. The biologic administered to the pt is prepared from several boxes "aralast". Each box of "aralast" contains a single whatman fitler. The reporting facility could not distinguish which of two filter lot numbers the reported filter was from.